Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and no unexpected replace battery now alarms were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay as well as a cracked select button at the keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received two "replace battery now" alerts and did not receive a "low battery" alert prior. It was reported that battery was not lasting 24 hours. It was reported that insulin pump was not dropped, battery used were new, and battery cap was not damaged or loose. Customer's blood glucose was unknown. Insulin pump would need to be replaced.